Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three-days post-implant, the right ventricular (rv) lead had unstable thresholds, no capture, and low pacing impedance. It was also noted that r-waves diminished. Computerized tomography (CT) scanning confirmed that there was a microperforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.